Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial right knee arthroplasty on an unknown date between 1997 and 1999. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported at this time. No further information has been provided. Additional information received reported the patient was considered for revision due to bearing fracture; however, the procedure was cancelled. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial right knee arthroplasty on an unknown date between 1997 and 1999. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported at this time. No further information has been provided. Additional information received reported the patient was considered for revision due to bearing fracture; however, the procedure was cancelled. No revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016. During the procedure, the bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the tibial bearing showed evidence of wear, delamination and fracture. However, a conclusive root cause of the event could not be determined at this time. Product evaluation continues to be processed but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - remains implanted. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. During the evaluation, the tibial bearing showed evidence of wear, delamination and fracture. However, a conclusive root cause of the event could not be determined. The evaluation has been completed